Event description:
Orthopedic spine surgeon used a cage to treat my back. The cage failed and had to be replaced. At first, I thought that it happens and I was unlucky. I found out that several other people have had the same problem. We all have had to have a second surgery to take out the bad cage and replace it. There are at least 11 others that I have found. Dr. (B)(6) are the doctors - (B)(6) is the hospital. When I got my records they used gso cages.